Event description:
The customer reported the sys left monitor is not displayed normally. This issue may refer to a loss of sys functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.